Event description:
Patient submitted a complaint through the company's website alleging that he received an allergic reaction when using the company's syringe. This occured on two seperate occasions. This is report 1 of 2 for this patient.